Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative. The patient was receiving morphine (concentration 15 mg/ml, dose 3.558 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome ¿ other. A volume discrepancy was reported to have happened ~2 months ago, at the last 2 refills, the volumes were off, the actual residual volumes was ~8ml and the expected residual volume was ~3ml; off by ~5mls and on this report date the volumes were off by about 0.5-1ml. There were no symptoms reported. No further complications were anticipated/reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.